Event description:
A peritoneal dialysis pt's wife called in and reported that the pt experienced drain complications. The pt was disconnected from the cycler and did a manual drain of 3200ml. The pt was then reconnected to the cycler and drained an additional 500 ml for a total drain volume of 3700 ml. The pt was asymptomatic. The reported drain volume of 3700 ml was 185% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.